Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1:manufacturer contacted customer in a follow-up call on 20-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had just received the replacement product and has not yet used it. Note 2:manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that when the lancet is removed from the lancing device the needle is bent. Customer stated the lancet needle was not bent prior to insertion into the lancing device. The lot number of the lancets was not provided. The package had not been open or damaged when received by the customer. The customer has been using the product for a few days. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.